Manufacturer narrative:
(B)(4). The following information was requested, but unavailable what tissue was the suture used on? How was the suture placed, interrupted or continuous? What other skin closure was used with the suture? What date did the patient present with symptoms? What is the surgeon opinion as to the contributing factors to the symptoms? Was there any patient event prior to symptoms (coughing, falling, moving)? What medical intervention was performed for the patient symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture broken in the middle? Were the knots intact or broken on the ends? Do you have any pictures of the appearance of the suture? What is the current condition of the patient? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a lateral perineal repair surgery on an unknown date and suture was used. Seven days after the procedure, the suture broke. Additional information was requested but could not be provided. There were no adverse consequences for the patient reported.